Manufacturer narrative:
The customer was contacted by a complaint handler to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (CAPA: 2025-0027) including published literature, it cannot definitively be concluded that the pump caused or has contributed to the customer's reported mastitis. According to published clinical literature, mastitis incidence in lactating women, with or without a breast pump, can be as high as 33%. In fact, clinical guidelines recommend the use of a breast pump to facilitate the removal of breast milk during periods of mastitis. Additionally, complaint trends across all medela pumps show mastitis incidence consistently below 0.1%, far lower than the 3-20% occurrence in the general population of lactating women [2].

Event description:
On (B)(6) 2026, the customer alleged to medela that her solo breast pump was not emptying her properly and caused a milk cyst, that she had to have aspirated. She ended up developing mastitis.